Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported left side "change shape/size/style", and "device migration/implant malposition" via nbir. Device has been explanted and replaced with non-abbvie device. It is unknown if device will be returned.